Manufacturer narrative:
No product was received for evaluation. As examination of the components may not conclusively confirm or disprove the report of patient preference, quality accepts the physician's observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information, the malleable was explanted due to patient preference. The patient wanted an inflatable device. There were no defects associated with the malleable device.